Event description:
It was reported that the left ventricular lead had elevated thresholds. The lead was partially removed and replaced with a new lead. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(4) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.